Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the sudden device shutdown after beep emission; customer manual restart, booted directly on service mode. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.